Manufacturer narrative:
Final analysis found an external abrasion breaching the outer insulation was noted at 6.1 cm to 6.4 cm from the connector pin this likely contributed to the reported electrical anomalies. The abrasion was consistent with exposure to constant friction against another implantable device.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency room complaining of experiencing phrenic nerve stimulation. Upon interrogation, the right ventricular lead exhibited a loss of capture and sensing. The right atrial lead exhibited cross talk. A chest x-ray revealed that the leads had disloged. The leads were successfully explanted; the patient tolerated the procedure well.